Event description:
Customer reported experiencing inaccurate erratic results with a ot ii meter. Patient blood glucose results were 180 and 232 mg/dl. Tests were done within 10 minutes with a difference of 22%. Patient did not experience any adverse events.